Event description:
It was reported that during surgery the knob on the lgn tibial cutting block left ((B)(4)) broke off and is now locked on to gii non spike-fixation rod ((B)(4)). Device broke outside and all pieces were recovered, nothing fell inside the patient. A delay of less than 30 min was reported. S&n back up device was used to complete the procedure.

Event description:
It was reported that during surgery the knob on the gii mi in slt 3 mo ti cu bl lt broke off and is now locked on to the rod. Device broke outside and all pieces were recovered, nothing fell inside the patient. A delay of less than 30 min was reported. S&n back up device was used to complete the procedure.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirmed the stated failure mode. The knob on the device is fractured, and the fractured piece was returned, rendering the device inoperable. The device shows signs of extensive use. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.